Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode and faulty optocouplers on the bridge board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
During functional testing at zoll medical technical service facility, the device displayed a "bridge test failed" message. There was no patient involvement in the reported malfunction.